Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and pump would rewind on its own. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump buttons are pealing off like breaking off. The customer was assisted with trouble shooting damage on pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor . The motor was tested outside of the device and passed.insulin pump passed displacement test and self test. Insulin pump was tested with no audio or vibrate anomaly noted. Insulin pump received with peeling keypad overlay and broken reservoir tube lip noted.